Manufacturer narrative:
The insulin pump was received with corroded battery tube, the insulin pump was monitored and no blank display anomalies or low battery alerts noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump also, powered up properly after battery installation. The insulin pump had cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to battery exploding in battery compartment. Customer received a low battery alert and then insulin pump turned off. When customer attempted to change battery is when the battery damage was found. Customer's blood glucose was 180 mg/dl. Customer was advised that insulin pump would need to be replaced.